Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. The additional perclose prostyle devices referenced in b5 are being filed under separate medwatch report numbers.

Event description:
It was reported that this was an arteriotomy closure of the right common femoral artery using three proglide devices after an endovascular iliac aneurysm repair interventional procedure with a 6f sheath. Reportedly, it was difficult to advance the device along the guide wire. After advancing the device into the anatomy, the guide wire did not come out to facilitate deployment. This occurred with all three proglide devices in a row. A surgical cutdown was used to achieve hemostasis. There were no adverse patient effects and no reported clinically significant delay in the procedure or therapy. No additional information was provided.